Event description:
The customer reported the following: a patient developed shortness of breath and became anxious while connected to the avanta fluid management system. An undisclosed amount of air was seen on the displayed images. The cardiac monitor showed that the patient's heart rhythm had gone into rapid atrial fibrillation. The physician treated the patient with oxygen and 5mg of versed. Five minutes post treatment, the patient's shortness of breath and anxiousness had subsided and the heart monitor showed that the cardiac rhythm had converted to a normal sinus rhythm. The patient recovered with no other side effects noted.

Manufacturer narrative:
Quality assurance product analysis received and examined the returned multi-disposable set (mpat, lot number unknown) and the single-patient disposable set (spat, lot number unknown) that were used during the procedure. Functional testing concluded that the mpat and spat performed to specification with no problems observed. The site continues to use the avanta fluid management system after the reported event with no further issues reported.

Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on may 21, 2015 which confirmed that the injector was operating within bayer specifications. A bayer clinical support specialist contacted the customer and provided information regarding best clinical practice. The customer is in the process of reviewing their procedures and is developing specific recommendations for their staff related to power injections. Bayer quality assurance product analysis reviewed the information that was provided by the site. The single-patient disposable set (spat, lot number unknown) and multi-patient disposable set (mpat, lot number unknown) that were in use during the event are being returned to (B)(4) for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted. The site continues to use the avanta fluid management system after the reported event. No further issues were reported.